Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the papilla vater during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the scope was kept twisted since there was a difficulty positioning the scope, wherein the target tissue was cut by the distal side of the cutting wire, which is not the usual manner of cutting. A stonetome¿ was used during est; however, the cutting wire broke without any part detached inside the patient. It was then exchanged with an autotome¿ rx 44 but current delivery failure occurred. Therefore, the est was incompletely performed. Despite of the failure happened, the stone retrieval was still continued but only 40% of the stones were removed. The procedure was postponed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be having no problem.

Manufacturer narrative:
Result: no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be kinked. Visual evaluation of the returned device found that the working length of the device was kinked. A functional test was performed and the device was within specification. The reported event of current delivery failure was not confirmed. Based on the available information, the complaint is associated with a product that meets the specification but due to anatomical or procedural factors encountered during the procedure, performance was limited. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the papilla vater during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the scope was kept twisted since there was a difficulty positioning the scope, wherein the target tissue was cut by the distal side of the cutting wire, which is not the usual manner of cutting. A stonetome¿ was used during est; however, the cutting wire broke without any part detached inside the patient. It was then exchanged with an autotome¿ rx 44 but current delivery failure occurred. Therefore, the est was incompletely performed. Despite of the failure happened, the stone retrieval was still continued but only 40% of the stones were removed. The procedure was postponed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be having no problem.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.